Manufacturer narrative:
Initial reporter phone no. Poste: (B)(6). Manufacturing facility: this device was manufactured at one of the two following manufacturing sites: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during patient infusion of sodium chloride 0.9% with a clearlink continu-flo solution set (used as the primary tubing), the patient experienced a ¿gaseous embolism¿, which resulted in ¿sudden symptoms of a stroke¿. The cause of the event was not reported. It was reported that no air was observed in the tubing and priming was completed without any issues noted. The patient was in emergency department at the time of the event; however, it was not reported if the patient as admitted for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information: b2, b5, h6 and h10. B5: upon follow up it was reported the patient was receiving the saline infusion with the clearlink set through a peripheral intravenous (IV) site, in addition to IV antibiotics and an unspecified solution. After the event occurred, the patient was sent to a hyperbaric room and was reported to be ¿stable, almost complete recovery¿. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.